Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h4; h6; h11. Visual examination of the returned product identified the tip of the threads are fractured off. The fractured tips were not returned. The inserter shows some signs of use with damage around the area of the shaft and the middle strike plate. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device has a potential field age of around 9 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the monoblock stem inserter broke. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.